Manufacturer narrative:
(B)(4). As the clip delivery system was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The investigation determined that the single leaflet device attachment appears to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot identified no similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that the implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet, which required a second mitraclip procedure for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat functional mitral regurgitation (mr) with a grade of 3. The posterior leaflet was thin in all segments. One mitraclip (51007u137) was implanted, reducing the mr to <1. There were no complications during the procedure. On (B)(6) 2016, a follow up echocardiogram was performed which found that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 3-4. In the physicians opinion, the thin leaflet could be a possibility for the slda. On (B)(6) 2016, a second mitraclip procedure was performed for stabilization of the slda clip and treatment of the mr. One clip was implanted medial and one clip was implanted lateral of the slda clip, reducing the mr to 1. The patient was clinically stable post-procedure. No additional information was provided.